Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot# va316s5, implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 22-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they haven't had much improvement with their symptoms. Patient stated that they had their lead "put back" in april and that when they met with their hcp, they were unable to adjust the patient's programming because they can't "hook it up". When they had their 2nd lead, they also had an x-ray, and they were told that their lead needs to be "put in" again. Patient added that their lead was "not staying in" and that there they haven't clarified with their hcp what it meant. Patient also added that their therapy hasn't been controlling their bowels and that they've already made adjustments before including changing to different programs and levels of stimulation. Patient also mentioned that they don't drink a lot of water and that they had to wear pads and pull-ups. Patient also confirmed that their ins was indicated for both bladder and bowel treatment. Agent reviewed general therapy information and redirected patient to their hcp. Patient stated that they'll meet with their hcp tomorrow and will clarify the issue regarding their lead with their hcp. When asked for the event date and clarification regarding the issue with their lead "coming out", patient just reiterated previous statements and did not provide a clear answer. Patient was very confusing and was speaking very fast, and agent did their best to document necessary information.